Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed away. Customer's wife stated that the customer was wearing the pump at the time of death when the customer passed away while sleeping. No autopsy was performed. The cause of death was not available, as the death certificate had not yet been issued.